Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing inadequate stimulation and excessive charging of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the facility.